Event description:
Caller reported a malfunction on the pump, identified as code malf 12, with multiple occurrences without prior notable events. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. The customer reverted to an alternate method of insulin therapy.